Event description:
The tip of the scissors broke. There was no pt injury reported.

Manufacturer narrative:
Conclusion: based on the visible strong outside damages these scissors have been improper repaired which lead to the breakage of the tip. We would like to indicate that any kind of warranty claim is expired since the product was repaired by a third party. For further info about care of instrument we kindly ask you to go to the web under www/a-k-i.org click aki brochures, red brochure - proper maintenance of instruments.